Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii, suspected rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a primary breast augmentation with 500cc smooth mentor memorygel breast implant experienced left-sided grade iii capsular contracture and suspected implant rupture postoperatively. Diagnoses were made via physical examination. As a result, the patient underwent explantation on (B)(6) 2021.

Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation based on a photo of the suspect medical device. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, three syringes were observed, and it seems that the breast implant is ruptured. However, the photo is a little unclear. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 10, 2021, mentor became aware that patient's device was discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient underwent removal and replacement with a 650cc mentor memorygel left breast implant and a 700cc mentor memorygel right breast implant. Manufacturer¿s reference number: (B)(4).